Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd error code. Data analysis showed the battery was depleting faster than expected. Device replacement was recommended. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted tool marks on the case as well as a dent on the edge of the case. The seal plug was reported to be missing; no further abnormalities were observed. Product testing found that the device had telemetry as received. Analysis of device memory could not confirm the presence of a bd error; it was likely overwritten prior to device return. The device case was opened to facilitate further analysis. Internal inspection noted moisture on the case halves and electronic assembly. Evidence of fluid contamination was found between the terminals of the battery #2 as well. The battery pack was isolated and further visual inspection noted dendrites as well as other discoloration on the battery assembly flex. Dents were also observed in the case of this battery pack. Half of the device case was sent for further analysis to determine if the moisture residue came from body fluids; the results were inconclusive. All three batteries were unsoldered from the battery flux. Visual inspection of the cells did not reveal any irregularities and the glass feed through and weld of each battery was intact. A hydrogen leak test was also performed and the results did not show that any of the cells were hermetically compromised. Overall, analysis confirmed the device was beeping due to a watchdog timeout. The reason for the timeout could not be determined. Analysis determined that the cause of the premature battery depletion was fluid contamination within the device. The type and source of fluid could not be determined.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd error code. Data analysis showed the battery was depleting faster than expected. Device replacement was recommended. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted tool marks on the case as well as a dent on the edge of the case. The seal plug was reported to be missing; no further abnormalities were observed. Product testing found that the device had telemetry as received. Analysis of device memory could not confirm the presence of a bd error; it was likely overwritten prior to device return. The device case was opened to facilitate further analysis. Internal inspection noted moisture on the case halves and electronic assembly. Evidence of fluid contamination was found between the terminals of the battery #2 as well. The battery pack was isolated and further visual inspection noted the dendrites as well as other discoloration on the battery assembly flex. Dents were also observed in the case of this battery pack. Half of the device case for further analysis to determine if the moisture residue came from body fluids; the results were inconclusive. All three batteries were unsoldered from the battery flux. Visual inspection of the cells did not reveal any irregularities and the glass feedthrough and weld of each battery was intact. A hydrogen leak test was also performed and the results did not show that any of the cells were hermetically compromised. Overall, analysis confirmed the device was beeping due to a watchdog timeout. The reason for the timeout could not be determined. Analysis determined that the cause of the premature battery depletion was fluid contamination within the device. The type and source of fluid could not be determined.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd error code. Data analysis showed the battery was depleting faster than expected. Device replacement was recommended. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.